Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was ¿broken¿; the MRI tech had no additional information. In the end, the MRI tech was directed to contact the patient¿s managing doctor. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.